Event description:
It was reported that during a da vinci-assisted ventral hernia tar surgical procedure, the force bipolar instrument did not burn. First, the wire was changed, but it still did not work. A new force bipolar instrument was changed, which worked flawlessly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument jaws were not stuck in a closed position. There was no bleeding. The instrument was replaced with a new one and worked well. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The port incision was not increased in order to remove the instrument and cannula together. Additional ports were not placed. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire at the grip tang. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Additionally, failure analysis found the failure of bent instrument grip tang of the opposite grip. The grips did not show cracking damage. The components adjacent to this bent grip tang did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.